Event description:
It was reported by the edwards field clinical specialist that after transapical delivery of the 26mm sapien valve, tee revealed a moderate posterior paravalvular leak. It was also noted that the patient¿s arterial pressure was low, with an arterial pressure reading 70/40. An aortic root shot was performed which confirmed that the valve was canted, resulting in the posterior aspect of the valve being too low. The surgical team elected to place a second 26mm valve. Tee revealed no paravalvular leak, no aortic insufficiency was noted on angiogram and the arterial blood pressure rose to 110/60. It was reported that the patient stable at the end of the procedure. Additional information: the annular diameter measured 25 mm by tee. The aortic valve and leaflet calcification was described as moderate and the aortic root calcification was moderate. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system were described as poor. During valve deployment ventilation was held and there was no loss of pacing capture. The procedure cine was reviewed and discussed with the tavr team post procedure. It was noted that the sheath was misaligned with the aortic valve and this was the perceived cause of the event.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case the exact cause of the event could not be confirmed however patient (native annular calcification) and procedural factors ( poor coaxial alignment ) could have caused or contributed to the valve canting and the resulting pvl. It was reported by the tavr team that the sheath being misaligned with the native aortic valve may have caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.